Event description:
It was reported that the shock impedances on this right ventricular (rv) lead had gradually increased from 70 ohms to impedances in the 120's ohm range. Boston scientific technical services (ts) discussed that the gradual increase is likely due to calcification and the truncation of energy occurs at the real shock impedance of 145 ohms. Ts recommended commanded shock testing as the impedances trend higher. This rv lead remains in service. No adverse patient effects were reported.